Event description:
Customer reported via phone, the insulin pump had alarmed motor error during bolus delivery. Customer doesn't recall blood glucose level when the alarm occurred, current 116 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and the device was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed prime, displacement, rewind, and basic occlusions tests. However, the device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed but the device may have had an intermittent failure that was not detected. The device had cracked reservoir tub lip, cracked battery tube threads, minor scratches on the display window, and cracked reservoir tube which were noted during visual inspection.